Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator was found to be in bvvi operation. The patient presented in the emergency room with chest pain. The elective replacement indicator (eri) byte was checked, and indicated that the device had not reached eri. The ID byte was found to be corrupted, but the software download to restore it failed. The device was replaced.